Event description:
It was reported that removal difficulty occurred. A direxion? Fathom?-16 system was selected for use in a chemoembolization procedure to treat a case of hepatocellular carcinoma. During the procedure, the microcatheter malfunctioned in three different places following flushing. It was impossible to remove the micro-guide after it had been inserted. Another microcatheter was used for the procedure and there were no patient complications as a result of this event.